Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was tested with a water filled reservoir, several boluses were programmed and delivered; the units left at the insulin pump display matched properly the units left at test reservoir. No reservoir anomaly noted during our testing. The insulin pump was returned for pump error 25. No pump error 25 alarms noted on detailed trace and long trace download files. Power management tool confirms the unloaded voltage and loaded voltage are within specifications and no unexpected pump error 25 alarms noted during testing. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed several pump errors and a power error. Customer also indicated problems with the battery. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.